Event description:
Device issue: none. Adverse event: thrombosis requiring intervention. Time of adverse event: after the procedure. It was reported that six hours following implantation of the promus stent in the predilated, tortuous, proximal left anterior descending artery, the pt complained of chest pain subsequent to straining to pass a bowel movement in the bathroom for one hour. Due to the electrocardiogram showing st elevation and the pt's persistent chest pain despite nitroglycerin administration, the pt underwent a coronary angiogram that identified a thrombus occluding the promus stent in the index lesion. The thrombus was treated with balloon angioplasty and the pt was given dual anti-platelet therapy. The pt's chest pain resolved; however, the echocardiogram revealed low contraction of the d1 area and left ventricular apex. The pt remains in the hospital due to irregular bowel movements. There was no additional info provided. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B)(4). (B)(4). Angina, EKG changes, enzyme elevation, and thrombosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.